Event description:
The facility representative contacted baxter on 25 may 2010 to report one ce intermate lv 100, in which a ruptured reservoir was detected before use with vancomycin 1.25mg (miligram) in 150ml (mililiter) normal saline. Per the reporter, the product was shipped to a patient's home and the patient discovered the problem at time of delivery on (B)(6) 2010. Reporter stated that the patient was not exposed to the drug and that no injury, adverse event or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).an used sample was received at baxter for evaluation. The reported condition was confirmed. The sample will be discarded since this is a single-use device. A batch review was performed it was found that all release criteria were met for the production of this batch.